Event description:
The hcp reported that the device was explanted after an implant duration of 76 months. The device is included in a device recall. Baclofen was in the pump. No pt injuries were reported.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.